Manufacturer narrative:
(B)(4). A visual, dimensional, and functional inspection of the device involved in the complaint could not be conducted since the device was not returned at the time of this report. One hundred samples were taken from the current production, the cuff from the samples were inflated and left for four hours, after this time samples were checked to verify if any leak was present however all samples were still fully inflated, defect reported was not observed in the current manufacturing process. A device history record investigation did not show issues related to this complaint. Customer complaint cannot be confirmed. Corrective actions cannot be established at this time. It is necessary to receive the physical sample to perform a proper investigation and confirm the alleged defect. If the device sample becomes available at a later date, this report will be updated with the evaluation results.

Event description:
Customer complaint alleges "the white cuff didn't work." Alleged malfunction reported as occurring during use. No report of patient harm. No report of necessary medical intervention.

Manufacturer narrative:
(B)(4). The sample was returned for evaluation. Visual examination of the returned et tube revealed that the sample was received with the white balloon cuff partially inflated. A functional inspection was performed to attempt to inflate and deflate the balloon cuffs on the returned et tube. A lab inventory syringe filled with air was connected to the valve of the white pilot balloon. Upon injection of air, the white balloon cuff was unable to completely inflate but the pilot balloon was able to fully inflate. The syringe was then filled with air again and connected to the valve of the blue pilot balloon. Upon injection of air, both the pilot and cuff immediately inflated. The syringe was then removed and the pilot balloons and balloon cuffs were inspected for leaks. No leaks were detected. The syringe was then reattached to the blue pilot balloon in order to deflate the balloons. The blue pilot balloon and blue balloo n cuff were both able to deflate. The syringe was connected to the white pilot balloon to deflate the white balloons. The pilot balloon was able to deflate but the balloon cuff was unable to completely deflate. The et tube was then injected with dye through the white balloon inflation line to check if there was a blockage in the inflation line. The lab inventory syringe was filled with the dye and attached to the valve. Upon injection, there appeared to be a blockage where the inflation line enters the tube. Only a small amount of water was able to get past this point. The sample was sent to the manufacturing site for further evaluation. Upon further evaluation, it was confirmed that there is a slight blockage in the white balloon inflation line. The instructions for use (IFU) for this product was reviewed as a part of this complaint investigation. The IFU states, "the cuff inflation system (cuffs, pilot balloons, valves) should be checked by inflation and deflation prior to use. If cuff is damaged, the tube should not be used." Care should be taken to avoid damaging the cuffs during intubation. If any one of the cuffs is damaged, the tube should not be used." The IFU also states, "cuff pressure should be monitored routinely to assure that an adequate seal is maintained and that the cuffs have not become over-inflated." "The endobronchial cuffs should be slowly inflated with the minimum amount of air required to provide an effective seal. Do not inflate with a measured volume or by feel of pressure in th e syringe since little resistance should be felt during inflation." The reported complaint of "the white cuff didn't work" was confirmed based upon the sample received. The blue balloons were able to properly inflate and deflate. However, the white balloon cuff was unable to inflate properly. Upon functional testing, it was found that there was a blockage in the white balloon inflation line. The blockage occurred where the inflation line enters the tube. The sample was sent to the manufacturing site for further evaluation and it was confirmed that there was a blockage in the white balloon inflation line. The root cause of this issue is manufacturing related. A non-conformance has previously been opened to further investigate this complaint issue.

Event description:
Customer complaint alleges "the white cuff didn't work." Alleged malfunction reported as occurring during use. No report of patient harm. No report of necessary medical intervention.